Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 11/04/2014 and 11/11/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the presence of iodine noted. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver (cg) observed a minicap with a dry sponge. The cg stated that the sponge was orange/brown and appeared to have iodine on it. However, the iodine appeared dry. There was no damage to the packaging. The minicap was stored at room temperature. The cg stated the minicap was found before use. There was no patient involvement. No additional information is available. This is report 1 of 7.